Event description:
It was reported that the pt underwent single-level cervical arthroplasty using an artificial cervical disc at c5-6. The pt reportedly continued to have neck pain following the procedure, and a revision surgery was performed approximately six-months post-op to remove the artificial disc and convert the pt to cervical fusion. The patient's bone quality was described as excellent. It was noted at the time of the revision that there was localized inflammation at the site of implantation, with adjacent tissues darkened by metal debris. There was reportedly no sign of significant osteointegration of the implant.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Gross macroscopic examination of the explanted device was unremarkable. The explanted device is currently undergoing device retrieval eval, and explanted tissues from the surgical site are undergoing detailed histology. Results of these evaluations are not currently available. Therefore, we are unable to determine the definitive cause of the reported event at this time.